Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, part of the harmonic tip broke off in the abdomen and was not recovered. The tip broke at the end of the very end of the case. The surgeon looked for it was but not able to find it. Unknown how case was completed. One device was discarded.